Manufacturer narrative:
This report is being filed by the MFR arjohuntleigh, inc. (Registration #(B)(4)). Please note that previous medwatch reports for this product may have been submitted from the (B)(4). (Under registration #(B)(4)). As of (B)(4) 2012, complaints related to this product are to be handled by arjohuntleigh inc., and registration #(B)(4). Manufactures complaint reference: #(B)(4). Additional info will be provided upon conclusion of the mfrs investigation.

Event description:
The following info was reported to arjohuntleigh by the nurse: on (B)(6) 2013, at approx 2 am, a burnt smell was noticed and when the nurse went to the pt's room there was smoke in the room that appeared to be originating from the bed. The fire alarm was pulled and the pt was immediately evacuated from the area and subsequently placed on a different bed. There was no harm or injury to the pt or the staff at the facility. The pt was doing well and in satisfactory condition.